Event description:
It was reported that the patient confused coupling bars with the implantable neurostimulator (ins) charge level. It was noted that the patient only got two efficiency bars when charging. It was noted that the patient got a new rechargeable implantable neurostimulator (ins) one week ago. It was noted that the patient removed the bandage yesterday. It was noted that the caller was concerned that the patient only got 0 to 2 efficacy bars. It was noted that the patient moved the antenna an inch under the antenna and was getting no bars. It was noted that the patient moved the antenna back up and was getting two bars. Additional information received reported that the caller was concerned that the recently implanted patient only got 4 to 6 coupling currently. It was noted that the patient was 100% charged at the time of implant. It was noted that the patient was currently at 50% charge level. It was noted that the patient would be seen again by the health care professional (hcp) on (B)(6) 2013. Additional information received reported that the patient had difficulty recharging and maintaining a charge since implant. It was stated that the patient sits for 1-2 hours per day and the charge never goes over 50 percent. It was noted that according to the clinician programmer, the patient recharged on the day prior to report up to 75 percent in .7 of an hour. It was noted that the swelling was down and gone. It was noted that the coupling goes from 2-4 to zero boxes and that the device was parallel to the skin. It was noted that the patient was holding the antenna with her hand. Additional information received reported that there were coupling issues and ¿battery depletion.¿ it was noted that actions required as a result of the event included replacement. It was noted that impedance testing was performed. It was noted that the patient wanted the battery ¿explained¿ and replaced with another battery. It was noted that the patient was implanted with a rechargeable battery at her request. It was further noted that after training, the patient both pre and post operatively the patient and her daughter were not able to get sufficient coupling with the rechargeable battery to charge it over 50 percent. It was noted that the patient and the neurology nurse asked the manufacturing representative to attend the programming meeting and at that meeting, it was determined that the patient was holding the antenna above the surgical line and was therefore only able to get 2-4 coupling bars. It was noted that after the manufacturing representative moved the antenna down 1.5 inches below the incision, the patient was able to achieve between 6-8 coupling bars. It was noted that it was realized that it was a patient technique issue. It was noted that the patient was comfortable leaving and being able to charge on her own. It was noted that on (B)(6) 2013, the daughter started texting the manufacturing representative stating that ¿they had given it a week and that things were not going well at all.¿ the reporter stated that ¿she had to sit for over an hour every day for not much charge. It was noted that the constant charging was making her head feel full. It was noted that the patient felt a surge while she was charging. It was noted that the patient had developed a headache between the wires in her head that would not go away. It was noted that the patient¿s daughter wanted to get that ¿dreadful battery¿ out of the patient ¿asap.¿ it was noted that the reporter thought that the patient had gone ¿downhill¿ trying to deal with it. The reporter stated that ¿it was not performing like it was represented and that the side effects were debilitating.¿ it was noted that the tip of the patient¿s tongue had gone numb. It was noted that it was unlikely a battery issue because of the findings at the (B)(6) 2013 appointment of normal impedances and full coupling. It was noted that everything was done both pre and post op to properly train the patient and that the lack of charge is a technique issue. It was noted that they would be calling the doctor on the morning after report to get on his surgery schedule to go back to a primary cell with the existing 2x4 adaptor. Additional information received reported that once the patient positioned the antenna caudal to the incision site directly over the implantable neurostimulator (ins) the patient was able to get 6-8 coupling bars. It was noted that no malfunctions were seen. It was noted that interventions were not necessary. It was noted that the patient could recharge and was receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v050681, implanted: (B)(6) 2008, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 64002, lot# n322751, implanted: (B)(6) 2012, product type: adapter. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).